Manufacturer narrative:
Supplemental report

Event description:
The customer reported the ventilator would not operate on ac power, but was functional on battery power. The customer reported the device was not in use; therefore, there was no patient involvement. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the power supply and power switch to address the reported problem.

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The power switch was not returned.